Event description:
It was reported that during embolization of an aneurysm, resistance was encountered. Upon repositioning, the coil prematurely detached. The coil was retrieved with a snare successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. The attachment tether that holds the implant intact with the delivery pusher is broken. The break is characteristic of a tensile failure and stretching. The remainder of the device is normal in specification. The microcatheter used with the device was returned for eval. The device hub was cut and not included and cannot be definitively identified. The root cause of this complaint appears to be due to an excessive force applied to the device that exceeded the maximum tensile specification of the attachment monofilament. This may have been attributed by the microcatheter's inner diameter of 0.0175". If the microcatheter returned is the one used with this coil system, it is not compatible. Size compatibility is addressed in the product labeling. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.